Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, main lamp does not light up, could not be identified. Based on the facts obtained from the investigation, as the phenomenon was reproduced at the inspection result by the repair department, it is presumed that [main lamp does not light up] occurred due to power supply unit failure. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: not applicable because evidence for defects caused by user misuse could not be obtained.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was reported that the main lamp on the light source cannot be lit up. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.